Event description:
The monitor was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the monitor was unable to fire a pulse. The monitor's electrode belt receptacle pin for the white pulse wire was bent. The root cause for the bent receptacle pin was excessive force. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.